Manufacturer narrative:
A field service engineer (fse) inspected the instrument and did not identify any issues. The customer has had no further issues. The investigation determined the issue was due to sample probe contamination, which is consistent with pre-analytical handling issues at the customer site.

Event description:
There was an allegation of a questionable triglycerides result from the cobas c 503 analytical unit for 1 patient. The initial result was 210 mg/dl. The doctor requested a repeat test because the result of 210 mg/dl did not match the patient's clinical status. The sample was repeated on (B)(6) 2026, and the result was 160 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The alarm trace report shows a lot of alarms in a short period of time that are related to pre-analytical handling. Qc was passing at the time of the event. The investigation is ongoing.